Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia overnight after changing supplies, during which the device log showed multiple meal announcements entered in close succession prior to midnight and the user awoke with an empty insulin cartridge despite a new cartridge having been installed the prior evening. Symptoms included confusion and brain fog. Outcomes included an alert for low glucose, successful correction with oral glucose, non-medical assistance provided by another individual, and no medical intervention or hospitalization. Investigation included review of synchronized device report logs and user interview. Investigation of this case revealed that repeated meal announcements led to excess insulin delivery, which likely caused the hypoglycemic event, and the user has not experienced recurrence since. It was concluded, based on previously established findings for similar reports, that the cause was use-related error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.